Event description:
Sy60wf 23.5 had a small crack where lens injector pushes lens, sf60wf+21.5 was noted to have a crack on edge of lens none of the product had been implanted into the patients. Issues were noted before used in patient procedure. FDA safety report ID# (B)(4).